Event description:
It was reported that the patients lead and clik anchor was pushing out of the skin and there was a small skin breakage due to lead migration. The patient was brought to the emergency room and underwent a device explant procedure. The explanted linear leads and clik anchor were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078861. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 27488060.